Manufacturer narrative:
(B)(4). Date of initial report: 02/05/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the ligasure device would not open after application to tissue. No patient injury occurred and another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). One used ls1037 ligasure device was received for evaluation. Inspection of the returned device confirmed that tissue was stuck within the jaws. However, after the tissue was removed and the jaws opened, the device worked normally and within specifications. Testing of the device with seals on simulated tissue yielded acceptable results and no sticking occurred. The cause of this issue is attributed to user error with maintenance of the device. The IFU lists measures to minimize tissue sticking, including to keep the jaws of the instrument clean, and wipe often when working in a bloody field. It also advises that if sticking occurs the generator may be on too high of a setting. Review of the device history records for this lot found no potentially contributing entries, and no trend is associated with this complaint.